Event description:
This lead was implanted on (B)(6) 2014 and remains implanted at this time. A call to technical services was placed on (B)(6) 2014 informing this lead exhibited pacing inhibition, threshold, and impedance issues. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).